Manufacturer narrative:
Covidien/medtronic reference number (B)(4). "The customer did not retain the lot number which determines the date of manufacture. Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report."

Event description:
Covidien received a report that the tracheal cuff would not inflate. Covidien is requesting additional information regarding the circumstances of this event.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and the cuff deflated immediately. A visual inspection was performed and it was observed the cuff is burst. Information has been added to the database and trends will continue to be monitored. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication that an endotracheal tube had a cuff leak. The patient had to be re-intubated.